Event description:
It was reported that the pump alerted with an occlusion error, and the catheter could not irrigate properly. During an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. The catheter was used off-label for the treatment of atrioventricular nodal reentrant tachycardia (avnrt). While attempting to ablate, the pump presented with an occlusion error, and the catheter could not irrigate properly. The pump was restarted, but the issue persisted. Next the pump was exchanged, and the maestro was disconnected without resolve. The pump was set to manual mode, and the flow was adjusted from 5ml to 4ml to resolve the issue. The procedure was completed successfully with the original catheter. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Blocks d4 (lot number, expiration date, serial number) and h4 have been updated with additional information received on february 24, 2026. Correction to the initial MDR in block d4 (unique identifier, UDI). Investigation summary: with all the available information, boston scientific concludes that the reported events of catheter difficult to irrigate, metriq pump message - p02 - occlusion detected, and device- user used incorrect product for intended use could not be confirmed. Visual inspection was performed, and no problems were noted with the device. During flow testing, the device was connected to a metriq pump and was purged at 60 ml/min; all six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. The investigation findings confirmed that there were no problems with the device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at boston scientific's post market laboratory, the intellanav stablepoint open-irrigated catheter was visually inspected, and no problems were noted with the device. During flow testing, the device was connected to a metriq pump and was purged at 60 ml/min; all six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Labeling review: based on the information provided, there is evidence that the device was used in a manner inconsistent with the labelled indications. It was reported that the catheter was used off-label for the treatment of atrioventricular nodal reentrant tachycardia (avnrt). However, the instructions for use (IFU) states that the intellanav stablepoint catheter is indicated for use in patients who require catheter-based cardiac electrophysiological mapping (stimulating and recording) and, when used in conjunction with a rf generator, for cardiac ablation. Risk review: a review of the stablepoint risk documentation was completed and confirmed that the events of catheter difficult to irrigate, metriq pump message - p02 - occlusion detected, and device- user used incorrect product for intended use were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of device problem excluded, as the investigation findings confirmed that no problem with the device was identified.

Event description:
It was reported that the pump alerted with an occlusion error, and the catheter could not irrigate properly. During an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. The catheter was used off-label for the treatment of atrioventricular nodal reentrant tachycardia (avnrt). While attempting to ablate, the pump presented with an occlusion error, and the catheter could not irrigate properly. The pump was restarted, but the issue persisted. Next the pump was exchanged, and the maestro was disconnected without resolve. The pump was set to manual mode, and the flow was adjusted from 5ml to 4ml to resolve the issue. The procedure was completed successfully with the original catheter. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported that the pump alerted with an occlusion error, and the catheter could not irrigate properly. During an ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. The catheter was used off-label for the treatment of atrioventricular nodal reentrant tachycardia (avnrt). While attempting to ablate, the pump presented with an occlusion error, and the catheter could not irrigate properly. The pump was restarted, but the issue persisted. Next the pump was exchanged, and the maestro was disconnected without resolve. The pump was set to manual mode, and the flow was adjusted from 5ml to 4ml to resolve the issue. The procedure was completed successfully with the original catheter. No patient complications occurred. The device is expected to be returned for analysis. **additional information received on april 15, 2026** it was confirmed that two different stablepoint devices were reported on the same day, and that the serial number initially reported was correctly captured under this record.

Manufacturer narrative:
Blocks b5, d4 (lot number, expiration date, serial number, and unique identifier) and h4 have been updated with additional information received on april 15, 2026. Correction to the follow-up 1 MDR in blocks h3 and h6 (evaluation conclusion codes). Investigation summary: based on the available information, the reported events of catheter difficult to irrigate, device user used incorrect product for intended use, metriq pump message- p02- occlusion detected could not be confirmed. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is evidence that the device was used in a manner inconsistent with the labelled indications. It was reported that the flow was adjusted from 5ml to 4ml to resolve the issue. However, the instructions for use (IFU) states, "set the initial power and irrigation flow rate based on the recommended ablation parameters in the table below. Radiofrequency (rf) power less than or equal to 30 watts requires an irrigation flow rate of 17 ml per minute. Rf power greater than 30 watts requires a minimum irrigation flow rate of 30 ml per minute." Risk review: a review of the intellanav stablepoint open-irrigated risk documentation was completed and confirmed that the events of catheter difficult to irrigate, metriq pump message-p02 - occlusion detected, and device- user used incorrect product for intended use were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of failure to follow instructions, as it was reported that the flow was adjusted from 5ml to 4ml to resolve the issue; however, the IFU states that the irrigation flow rate should be set based on the recommended ablation parameters.